Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No information was provided; therefore, no specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During a review of the device history at the user facility a s233 (overtemperature-psc) malfunction alarm code was noted. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During a review of the device history at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted. The probable cause was due to a broken fan. This reports represents all the information known by the reporter upon query by hospira personnel.